Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that possible ventricular oversensing of atrial activity and possible ventricular undersensed beats were noted on the his bundle (right ventricular) (rv) lead approximately three days post implant. The lead remains in use. No patient complications have been reported as a result of this event.